Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented a remote transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were discussed. The patient is scheduled to come into the clinic for the recommended programming changes.